Manufacturer narrative:
Technician replaced the valve and coil to resolve this issue.

Event description:
Information provided alleged that the foot hi-lo down drifted very slow over a period of time.